Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed a scratched lens and worn upstream occlusion (uso) seal. No evidence was available to review in the event history logs. Functional testing was able to replicate the reported issue; the pump was found to be overdelivering. The root cause of the reported issue was determined to be the pump's expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a volume inaccuracy during testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When additional reportable information becomes available.